Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, when the physician was removing a filiform double pigtail ureteral stent from its package, the stent broke into two pieces. Another stent was used to complete the procedure. The customer threw the stent away and it will not be returned to the manufacturer. Investigation ¿ evaluation. A document based investigation was performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿how supplied ¿ upon removal from package, inspect the product to ensure no damage has occurred.¿ the cause of the break in the stent was unable to be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # ¿ pre-amendment. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, when the physician was removing a filiform double pigtail ureteral stent from its package, the stent broke into two pieces. Another stent was used to complete the procedure. The customer threw the stent away and it will not be returned to the manufacturer. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.